Manufacturer narrative:
This report is submitted on january 2, 2019, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the audiologist, the patient experienced a skin overgrowth and tissue granulation at the abutment site. Subsequently the patient was administered a steroid and underwent a skin revision (date not reported) to cauterise the site with silver nitrate.